Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a bogus drawer failure icon with nothing to recover when the customer would go to the recovery screen. A field service engineer (fse) viewed the station inventory to find which door on the tower door had inventory that was not accessible. Further the fse used the emergency release to open the doors on the tower and the door was failed. Then the customer recovered all of the doors, and the failure icon went away. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and had no sign shown to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.